Event description:
It was reported to medtronic minimed that the customer experienced while loading the pump the pump will go back to main screen without completing process and still shows reservoir as empty even though it had rewound. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed and states they are unable to exit the "load reservoir" process. No harm requiring medical intervention was reported. It was unknown whether the customer will continue to use the device. Mmt-1884 was requested, and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Tion: scratched case, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, and cracked belt clip rails. Alleged motor anomaly not confirmed during testing. However, dried insulin on the motor slide noted during inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.